Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7082323; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 593782.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient underwent a permanent implantation procedure in which lead misplacement occurred and the patients hospitalization was prolonged. During the procedure the surgery team all agreed that the two leads appeared to be placed perfectly. When the patient woke up she was not feeling well, experienced perianal pain, and experienced a headache. The patient was administered medication. A magnetic resonance imaging (MRI) was performed and it appeared that the leads were still posterior. The physician assessed that the patient experienced a dural puncture and chose to explant the entire system. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing fine postoperatively. The event was assessed as causally related to the device and procedure, and not stimulation related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365sc2408560; model: sc-2408-56; serial: (B)(6). Product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient underwent a permanent implantation procedure in which lead misplacement occurred and the patients hospitalization was prolonged. During the procedure the surgery team all agreed that the two leads appeared to be placed perfectly. When the patient woke up she was not feeling well, experienced perianal pain, and experienced a headache. The patient was administered medication. A magnetic resonance imaging (MRI) was performed and it appeared that the leads were still posterior. The physician assessed that the patient experienced a dural puncture and chose to explant the entire system. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing fine postoperatively. The event was assessed as causally related to the device and procedure, and not stimulation related. Additional information was received that the event resolved on 08feb2024. Additional information was received that the patients lead migrated.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient underwent a permanent implantation procedure in which lead misplacement occurred and the patients hospitalization was prolonged. During the procedure the surgery team all agreed that the two leads appeared to be placed perfectly. When the patient woke up she was not feeling well, experienced perianal pain, and experienced a headache. The patient was administered medication. A magnetic resonance imaging (MRI) was performed and it appeared that the leads were still posterior. The physician assessed that the patient experienced a dural puncture and chose to explant the entire system. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing fine postoperatively. The event was assessed as causally related to the device and procedure, and not stimulation related. Additional information was received that the event resolved on 08feb2024.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7082323. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 593782.